Manufacturer narrative:
The customer requested just a replacement ECG trunk cable and lead set with no engineer evaluation.

Event description:
It was reported to philips that the device failed the ECG test. There was no patient involvement.